Manufacturer narrative:
Evaluations is in progress, but not yet concluded. The service repair technician (srt) replaced the faulty oxygen (o2) sensor with a new o2 sensor. The set points could now be established.

Event description:
During reconditioning of the electronic patient gas system (epgs), the service repair technician (srt) reported that the central control monitor (ccm) set points could not be established for the newly installed oxygen (o2) sensor. This was considered an out of box failure. There was no patient involvement.